Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An operating room manager reported that during a cataract extraction with intraocular lens implant procedure the handpiece was not responding and the system was not providing phacoemulsification power. The handpiece was exchanged to resolve the handpiece issue. Then the system would not perform phacoemulsification. The cataract was removed using a manual technique. There was no harm to the patient. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the customer was using third party repaired handpieces, and the company representative explained to the customer that using these handpieces can cause the problems observed. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. The root cause of the reported event can be attributed to the use of a third party repaired handpiece. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).